Event description:
It was reported via trial that approx 3 months post xience v stent implantation in the proximal circumflex, the pt experienced shortness of breath. Possible atelectasis in the left base was seen. On (B)(6)2010, the pt was hospitalized for syncope and chest pain. On (B)(6)2010, the pt complained of nausea and was medicated. The pt became confused, hypotensive and oxygen saturation decreased to 76% on room air. The pt was intubated and given a bolus of normal saline. Chest x-ray showed infiltrates in the right base, diagnosed as pneumonia. There were no EKG changes. The pt remained intubated. On (B)(4)2010, the pt was taken to surgery for placement of a tracheostomy. The procedure was completed and the pt was returned to the intensive care unit in stable, but critical condition. Sometime later that day, the pt expired from respiratory failure. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effects of death, nausea, hypotension and infection are listed in the xience v instructions for use as known adverse pt effects. The pt was treated with medication, intubation and was hospitalized. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design.